Event description:
It was reported, the patient¿s battery was turned off after a direct shock. It was further clarified that this meant there was no more communication with the battery and a forced recharge was not possible. The battery was shocked by ¿a direct shock on the table.¿ the recharging was not working anymore. The device was explanted in january 2014 and replaced in (B)(6) 2014 as a result of the event. The product issue was resolved and the patient was alive with no injury. The event was related to the device and not related to the procedure.

Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown, implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
Additional information from the healthcare provider of the foreign clinical study reported the patient had a recrudescence of pain.